Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation indicated that the right ventricular (rv) lead exhibited high capture threshold. The rv lead was explanted and replaced. There were no patient consequences.